Event description:
The patient that was on the table received a partial treatment, after 1 hour the machine was back up and the patient completed their treatment. The patient did not want to wait and was cancelled and not treated.